Event description:
It was reported that during a therapeutic ureteral stone retrieval procedure with this segura hemisphere basket, the dr had the stone in the basket and was pulling it down the ureter when it became stuck. He moved it back and forth and it advanced a little further. Then he noticed a ureteral irregularity and stopped the procedure in order to inject dye, which revealed extravasation. He then went to an open surgery, where the basket and stone were removed, and the ureter repaired. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated that the basket is severely deformed. The outer sheath and wire subassembly are cut into two pieces, and there are kinks in several places. A lot history search revealed no prior complaints being reported against this product lot. Co believes user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. If resistance is encountered while attempting to withdraw the basket into the sheath or the sheath through the scope, do not exert excessive force. Precaution: stones may be too large to withdraw the basketed stone fully into the sheath".